Event description:
It was reported that the patient was with an hcp a week ago and had been having back trouble. It was noted that the patient had a colonoscopy on (B)(6) 2013 and after that her back was giving her trouble again. The patient thought that it had to do with how they moved her during the colonoscopy. It was noted that for 11 days after that she was on vicodin and icing her back to relieve the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer; patient product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009: product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009: product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).